Event description:
Caller reported an issue with a continuous glucose monitor (cgm) displaying an error code. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, but a malfunctioning pump button prevented completion of the reset. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.